Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed from the findings that the charged coupled device unit was damaged by the following: - stress on the video cable - moisture that entered the device from the leaking point - stress on the video connector the event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a broken video connector. In addition, video cable corrugated, broken charged coupled device unit, gap on the bending section cover adhesive, and waterproof failure due to a bending section cover cut were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope display purple image. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.